Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 3.1 did not open when items were removed, it clicked as if unlocking but remained closed. The customer was unsure why it failed to eject normally despite being new, so it was not expected to be broken. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not popped open. A field service engineer (fse) verified the problem and found that drawer 3.1 was physically binding with the fascia divider. The drawer position in the cabinet was adjusted, and drawer 3.1 then functioned normally. Functionality was verified through the hardware test application and the station application inventory feature. The system functioned as intended after the field service engineer repaired the device.